Event description:
It was reported that while using bd bactec¿ mgit¿ 960 supplement kit contamination occurred. The following information was provided by the initial reporter: "this is a report about contamination. According to the customer's report, what appeared to be mold was found in the panta. The lot# of the kit is unknown and the lot# of the panta is reported to be 2146010."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 supplement kit contamination occurred. The following information was provided by the initial reporter:"this is a report about contamination. According to the customer's report, what appeared to be mold was found in the panta. The lot# of the kit is unknown and the lot# of the panta is reported to be 2146010."

Manufacturer narrative:
H.6 investigation summary: mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). Batch history review for panta batch 2146010 was satisfactory and no quality notifications were generated during manufacturing and inspection. Qc inspection and testing were satisfactory at time of release. Retentions were available for inspection for panta batch 2146010 (10 vials). No evidence of contamination was observed in 10/10 panta retention samples. For further investigation two panta vials from batch 2146010 were reconstituted with two supplement vials from batch 2146015. One reconstituted panta vial was placed into 20-25-degrees celsius incubator, and one reconstituted panta was placed into 33-37-degrees celsius incubator. At the end of a seven-day incubation period no microbial growth was observed. Three photos were received to assist with the investigation: the first photo shows a reconstituted panta vial. The vial is uncrimped. The second photo shows a partial reconstituted panta vial from batch 2146010. There does appear to be fungal contamination at the bottom of the vial. The last photo shows a partial reconstituted panta vial from batch 2146010 (the cap cannot be seen) there does appear to be fungal contamination at the bottom of the vial. Returns were also received to assist with the investigation. A small shipping box was received with air packing bubbles, and two separate complaints were received inside one plastic bag one panta vial from batch 2146010. The panta vial was uncrimped and already reconstituted. There was possible fungal growth inside of the vial. The vial was sent to the microbial identification lab to identify the contaminate. The contaminate came back as mold, however, the mold did not grow. No 245124-kit batch number was provided to properly complete an investigation. However, manufacturing records for panta batch 2146010 were reviewed and a probable kit batch number was found. Review of the probable kit batch number found the kit packaging process was satisfactory and there are no complaints taken on the probable kit batch. Bd will continue to trend complaints for contamination. This complaint cannot be confirmed for a defect in a 245124 kit. Notes: risk management review indicates the potential risk of the defect reported was assessed as severity [s1], per[baltrmlmbactecmgitaph], rev [03], ID [6.3].